Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the insertion tube had delamination evident. The device evaluation found that a blockage was present in the air / water nozzle which appeared to be a black rubber type material in the mouth of the channel. Additional findings include the following: the light cover glass was chipped, the light cover glasses adhesive was missing, the optical cover glass was chipped, the optical cover glass adhesive was missing, the distal end cap was worn, the distal end adhesive had an uneven edge, the control body aspiration / air / water housing colored ring was worn, the up / down / right / left angles were not to specification and had play evident, and the electrical safety test was not to specification. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite gastrointestinal videoscope insertion tube was damaged, the rubber beading on the bending section was eroding away. The issue was found during reprocessing, the intended procedure was completed with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a blockage was present in the air / water nozzle which appeared to be a black rubber type material in the mouth of the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.